Event description:
It was reported that the programmer had difficulty interrogating devices and getting telemetry. Multiple heads were tried but the difficulty continued. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer had difficulty interrogating devices due to the radiofrequency (rf) head connector.